Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site name due to character limitations (B)(6) hospital.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 had a hair inside the kit. The product remained unopened. No patient involvement. Photo provided by complainant shows a hair inside the sealed plastic packaging of the device.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 08/15/2024. A photograph was provided by the account. A photographic evaluation was conducted. A single black hair was observed in the photograph. No other visual defects were observed. An investigation was conducted on 08/22/2024. A visual inspection was conducted. The device was returned in opened product packaging wrapper. A single hair was observed in the inside of the plastic protective carrier. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure " contamination/decontamination problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000402275 history record review was completed. There were two (02) ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.